Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history review (DHR) for lot number 4191348 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
A medsun mandatory medwatch report (#(B)(4)) was received for an event that involved a spinning spiros. The event occurred on an unknown date in october 2019. The patient notified the rn approximately 1.5 hours later after placing the new IV tubing with a spiros cap that the tubing had come disconnected during an infusion of an unspecified chemotherapy. There was patient involvement, however, no patient or end user was harmed. Since chemotherapy was infusing, a code orange was activated regarding the chemotherapy leaks/spillage. This report is to capture the second of two events.